Event description:
It was reported that during an ischemic vt ablation, a left ventricular voltage map was created using carto 3 rmt and stereotaxis. The pace mapping was also performed. Ventricular tachycardia was induced and mapped. As the case progressed the patient was reported to have become more and more bradycardic and spontaneously was going into ventricular tachycardia. As the case progressed the vt became harder to be cardioverted. The patient's condition deteriorated to being in vt or asystolic. Pacing was unable to capture. CPR was performed for over an hour, but the patient died. High potassium levels (7.9) were measured during the procedure. The patient was reported to have severe conduction disease and renal disease.

Manufacturer narrative:
The concomitant products: carto 3: us catalog #: fg540000, serial # (B)(4); stockert: us catalog #: s7001, serial # (B)(4); coolflow pump: us catalog #: cfp002, serial # (B)(4). (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed . Since the mfg # and the lot # was not provided by customer, the device history record (DHR) review could not performed. (B)(4).